Event description:
It was reported that the patient had altr post primary hip surgery. The surgeon revised the patient's left hip. He kept the accolade stem and implanted a constrained liner and c-taper biolox head.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A material analysis report concluded: ¿portions of the femoral head taper surface were discolored and covered in dark adhered debris. Surface texture variations were observed. The debris composition was consistent with a corrosion product. No material or manufacturing defects were observed on the devices examined.¿ no medical records or x-rays were made available for evaluation. The reported altr could not be confirmed nor the root cause determined because no medical information was provided. If additional information is received, this investigation will be reopened and re-evaluated. The reported event regarding altr involving a v40 co cr head was not confirmed.

Event description:
It was reported that the patient had altr post primary hip surgery. The surgeon revised the patient's left hip. He kept the accolade stem and implanted a constrained liner and c-taper biolox head.